Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non- functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem; (ECG electrodes non-functional) was confirmed. As received, the belt failed the ECG electrode fall-off test. Upon evaluation, the cable connecting ECG c and d was pulled from strain relief and the blue (+5v) wire was broken inside the distribution node (dn). The cause of the failure was the broken wire. The root cause of the broken was due to excessive force placed on the cable. No adverse event resulted from the defective electrode belt.